Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed tothe event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusioncan be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized with blood glucose level of 375 mg/dl. On (B)(6) 2017. The customer experienced the following symptoms, nausea, vomiting and chest pain. The customer was treated with pump insulin pen. Customer was wearing the insulin pump at the time of hospitalization. Customer¿s blood glucose level was 152 mg/dl at the time of call. The customer also reported the insulin pump had a blank display. Assisted customer with troubleshooting, the device had alarmed replace battery now in the last three days that led to the device turning off. Customer did not receive a low battery alert prior to the alarm. Customer stated the display had returned. Customer was advised they may continue using the insulin pump until replacement arrives. The product will be returned for analysis.